Event description:
When pad was removed at end of surgical case, bruising was noted on patient's skin where adhesive had been in contact. Staff reports they followed manufacturer's recommended technique for use.